Manufacturer narrative:
Section d4: corrected primary unique device identifier number.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly rebooted during a procedure. The customer stated that they did not know the nature of the affected procedure but that the operating room where the device is located is typically a colonoscopy room. The user obtained the required medication from another station and reported a 15-minute delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station unexpectedly rebooted due to a faulty power supply. The device's power supply was replaced to resolve and installed operating system updates. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly rebooted during a procedure. The customer stated the issue was not that device was not online, but that it decided to perform an update during the work week (friday at 7a) without first being turned off. The surgery department frantically restarted it as there was a patient sedated, and they were needing the pyxis to perform the case. The customer stated that they did not know the nature of the affected procedure but that the operating room where the device is located is typically a colonoscopy room. The user obtained the required medication from another station and reported a 15-minute delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, d1, d5, d9, e3, g2, g6, h2, h6, h10, h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 17-nov-2021 to 17-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the reboot happened due to a power supply failure. The field service engineer replaced the power supply and installed operating system updates to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.